Event description:
The customer alleged that while changing vent parameters there was no audible alarm, when the alarm should have been triggered. The customer support engineer (cse) inspected the device and could not duplicate the alleged event and found that the settings were too low to trigger the alarm limits. The unit passed extended self testing. No parts were replaced. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by MFR cor that this device caused or contributed to the event alleged in this report.